Manufacturer narrative:
Investigation ¿ evaluation . (B)(6) hospital in australia informed cook that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was difficult to remove from a patient. The catheter was implanted on (B)(6) 2020 and scheduled for removal on (B)(6) 2020. The patient had metastatic ovarian cancer and was being treated for malignant ascites. The user unlocked the drain and withdrew the device, but felt resistance. The user administered local anesthetic and successfully removed the drain via ultrasound. The patient did not experience adverse effects. A review of the complaint history, device history record, drawing, instructions for use (IFU), and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There are appropriate controls in place to detect this failure prior to distribution. The risks of this device are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: "precautions manipulation of products requires ultrasound, fluoroscopy, or other imaging guidance. Unlocking catheter loop for mac-loc® locking loop mechanism: a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free. Note: for catheter exchange, advance the distal end of a wire guide into the locked loop configuration of the catheter before unlocking the mac-loc assembly. Release the mac-loc as described above. Advance the wire guide through the catheter end hole. Catheter exchange can now be performed." A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots did not have related nonconformances. There is one additional complaint on this lot from the same user facility. The additional complaint, reported under medwatch report #:1820334-2020-01813, reports the same failure from the same facility, but a different event. The user had difficult removing the drain and needed to cut the catheter to withdraw it. The device was not returned for evaluation. Although there is an additional complaint on this lot, there are no related nonconformance and the complaint devices were not returned for evaluation. There is no evidence of nonconforming material in house or in the field. The device was not returned for evaluation, so cook did not confirm that it was manufactured out of specification. It is possible that the mac-loc mechanism was not fully unlocked, but this was not confirmed. Based on the information provided, no returned product, and the results of the investigation it was concluded component failure without design or manufacturing deficiency contributed to this event. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) year-old female patient had an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter in place for three days for left abdominal ascites drainage. During attempted removal of the drain, the mac-loc was lifted and released, however the drain remained resistant to removal. The drain was required to be removed under ultrasound and local anesthetic was administered due to the catheter not fully straightening. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.